Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the operating room manager at the account, the units were being turned on in the operating room by the surgeon. The patients were then moved to the recovery room. After the patients were moved, the clotting and clogging was noticed. The instructions for use supplied with these units state "empty the reservoir before moving the patient. Failure to comply may cause the air filter to clog." The IFU also states "if a tourniquet is used, wait 15 minutes after the tourniquet is released before turning on the blood conservation system." According to the account, the procedures being performed prior to the use of the units were total knee replacements where tourniquets are used. The account has been instructed to re-read the IFU. The account stated that they have instituted a new policy where the units are not turned on until the patient is in the recovery room. Since this policy was instituted, no clotting or clogging issues have occurred.

Event description:
It was reported that approximately 20 units had filters that became clogged and clotting of the blood was seen. All of the affected patients were able to be re-infused after replacing the original unit. No patients required a blood transfusion from pre-donated blood or a blood bank.